Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was noted on the right ventricular (rv) lead resulting in inappropriate therapy to the patient. The lead was capped and replaced. No visual lead damage was noted. The patient is stable.